Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer reported that they had insulin pump error and they were able to clear the alarm. Customer was able to successfully perform self-test. Customer was using the auto mode. Customer was treated with insulin pump for high blood glucose level. The insulin pump will not be returned for analysis.